Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Upon the ccc specialist's recommendation the customer changed the x-tubing, adjusted the pump rate, changed the diluent, cleaned the pogo pins, and installed a new sensor. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse adjusted the flow rate, cleaned the salt build-up from the tower, corrected a dilution check factor, installed an alternative reagent lot, bleached the instrument and ran hot water through the port. The cse also replaced the sample probe and aligned it, and replaced all the tubing and the rotary valve. In a follow-up visit, the cse replaced the peristaltic pump, the tower, the port, the x-seal, the salt solution, and standard solution a and b. The cse ran quality controls, which were acceptable. The cause of the discordant, falsely elevated chloride results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride (cl) results were obtained on multiple patient samples on a dimension expand plus without hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cl results.